Event description:
It was reported the pump was replaced. The case went well. The patient was started at a 1mg/ml daily dose which is much lower than what had been her normal daily dose. However she had been on minimum rate for a little over 2 weeks due to her premature battery alarm ((B)(6) 2012) and pump defaulting to "safe state" ((B)(6) 2012). The plan was to titrate the patient back up to an effective therapeutic level.

Event description:
It was reported that a critical alarm was heard and confirmed by telemetry. The patient felt okay medically but felt a real light vibration' sensation over the pump when she heard the beeping. The patient also felt a slight increase in underlying pain. This was happening every 14-15 minutes. The alarm was first heard the night prior to report, or on the day of report. A low battery reset and safe state occurred per event logs. Additional information received reported the alarm was silenced and the pump was programmed to minimum rate. The patient was told she could take hydrocodone if needed for any increased pain, but she was not complaining of increased pain. The pump was showing the elective replacement indicator (eri) with 25 months left. The patient was doing fine and was scheduled for replacement surgery on (B)(6) 2012. The device system was used to deliver dilaudid.

Event description:
It was noted it was prophylactic removal of pump to avoid in-vivo battery depletion. It was noted there was no patient injury. The patient recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis of the pump found a pump motor feed thru anomaly.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).